Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller alleged he experienced frequent urination, heavy breathing, nausea, and a panicky feeling. He tested on the aviva system and received a result of 37 mg/dl. He then skipped his insulin and went to the ER, where he tested at 370 mg/dl on the hospital system. Approximately 25 minutes passed between the aviva result and the hospital result. Caller stated he was admitted to the hospital and given an IV and insulin. No other actions were reported taken or treatment received. Upon discharge from the hospital, his blood glucose result was 320 mg/dl. Requested return of suspect device, and replacement was sent.

Event description:
Pt was revised to address poly wear of the liner.